Event description:
It was reported that the patient experienced ¿interference with their pacemaker¿ when using a high-density program on the external stimulator for their cervical pain stimulation lead. The patient stated that they felt a ¿fluttering¿ in their chest during the interference. The interference resolved when the external stimulator was switched to a non-high density program. The pacemaker remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 977a275 x2 pain stim leads, implanted: (B)(6) 2015; 97714 pain stim ipg, implanted: (B)(6) 2015. (B)(4).